Event description:
It was reported the surgeon used a cmf set during a procedure and stated the 1.5mm screwdriver blades were not retaining the screws very well. The surgeon had a number of screws falling off the screwdrivers. One screw fell off the blade and into the patient¿s sinus causing the surgeon to have to re-open the sinus and retrieve the screw. This caused quite a delay in the procedure and trauma to the patient.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item #01-7176, lot # ni; stp 1.5 c-drive bladeg3: foreign source: south africathe device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.multiple MDR reports were filed for this event, please see the associated report: 0001032347-2023-00465

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Devices are used for treatment. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.